Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.4 manufacturing date is pending h.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in germany. Follow-up activity with the lead perfusionist at the facility revealed several deviations from IFU: - h2o2 checks are not performed; - h2o2 is not added when the water in tanks is changed; - prior to storing the heater-cooler, the water circuits are not disinfected. It is reasonable to assume that said deviations contributed/led to the reported event. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and a field action. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-coolersystem 3t was contaminated by mycobacteria chimaera in both the patient and cardioplegia circuits during periodic monthly check. There is no patient involvement.

Event description:
See intial report.

Manufacturer narrative:
It is reasonable to assume that reported deviations contributed/led to the reported event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.